Event description:
On (B)(6) 2026, (B)(6) received a complaint indicating a ureteral injury occurring during a steerable ureteroscopic renal evacuation (sure) procedure with the cvac aspiration system. The physician advanced a boston scientific ureteral access sheath (uas), size 12/14 fr, to gain access to the kidney. Subsequently, on advancing the cvac scope through the uas and navigating the ureter, the physician noticed an inadvertent ureteral tear that occurred during the advancement of the uas. The tear was visualized using the cvac device, and the procedure was stopped secondary to this finding. A ureteral stent was placed to aid healing and no hospitalization was required. As per the treating physician, the ureteral tear was not attributed to the cvac device. The uas is a third-party accessory and not part of the cvac system. No device deficiencies were reported. Accordingly, an MDR is not required from (B)(6) because there is no information to reasonably suggest that the cvac device may have caused or contributed to the serious injury reported, or that it malfunctioned in a manner that could cause or contribute to a serious injury if it were to recur. (B)(6) does not manufacture or import the uas used in this sure procedure. The uas is an optional 3rd party accessory that is used in conjunction with the (B)(6) cvac device. Ureteral injuries are a known complication in ureteroscopic stone removal procedures and are also listed as a potential adverse event in the cvac device instructions for use (IFU). Stent placement is sometimes required to facilitate healing. Post-procedural stent placement is also common practice, even in the absence of a ureteral injury. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).